Event description:
It was reported that when using the bd pyxis¿ es server multiple users were unable to login to all stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, a technical support specialist (tss) found that the servers were online. The tss checked and restarted the data synchronization service and external messaging services. A downtime query confirmed that communication between the carefusion coordination engine (cce) and the enterprise server (es) was active, with no disconnected flags. Server reports showed that extract, transform, load (etl) processes ran successfully every five minutes. Reports were generated successfully through the production enterprise server (pes) web application. The tss logged into health sight viewer (hsv) and verified that no alerts such as etl data may not be current or patients/pharmacy information delayed/down were present under priorities. It was also confirmed that all stations were cleared of critical override (co), and a sample station login verified that no co was present. The tss contacted the customer and informed them that the servers and stations were communicating properly. The customer asked how to verify communication on their end and was advised that the absence of co and disconnected mode icons indicated normal communication. The customer confirmed that co alerts were cleared on their stations. The system functioned as intended when the technical support specialist troubleshot the device.